Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from sds and damaged the entire length. The proximal end of stent is stretched and distal end of stent is bunched. The crimped stent outer diameter at the time of manufacture was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. Stent crimp markings were present on balloon body which is an indication that the stent was crimped on to the balloon prior to detachment. The balloon wings were tightly wrapped and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that removal difficulties were encountered, stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal left circumflex artery (lcx). After a 6fr jl4.0 non bsc guiding catheter was engaged, a guidewire was advanced to cross the lesion. An intravascular ultrasound (ivus) catheter was advanced with resistance in proximal lcx, but was able to cross and observation of the lesion area was performed. Subsequently, a 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Predilation was performed using a 2.0x12 balloon catheter and attempted to advance the device again but was still unable to cross. A second wire was added but still unable to cross with 2 wires. The device was then attempted to be removed; moreover, upon retrieving the device into the guide catheter, only about 5cm of the proximal side of the delivery system was retrieved inside the guide. The stent got became stuck at the tip of the guide catheter and was deformed in the process. The devices were removed as a unit and was disassembled outside the patient's body. The stent was noted to be dislodged outside the patient's body. A delivery system was then assembled and after engaging with an ebu-shape guide catheter, a 2.75x20 synergy stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered, stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal left circumflex artery (lcx). After a 6fr jl4.0 non bsc guiding catheter was engaged, a guidewire was advanced to cross the lesion. An intravascular ultrasound (ivus) catheter was advanced with resistance in proximal lcx, but was able to cross and observation of the lesion area was performed. Subsequently, a 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Predilation was performed using a 2.0x12 balloon catheter and attempted to advance the device again but was still unable to cross. A second wire was added but still unable to cross with 2 wires. The device was then attempted to be removed; moreover, upon retrieving the device into the guide catheter, only about 5cm of the proximal side of the delivery system was retrieved inside the guide. The stent got became stuck at the tip of the guide catheter and was deformed in the process. The devices were removed as a unit and was disassembled outside the patient's body. The stent was noted to be dislodged outside the patient's body. A delivery system was then assembled and after engaging with an ebu-shape guide catheter, a 2.75x20 synergy stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.